Manufacturer narrative:
(B)(4). The device trained customer reported the suspect device was being re-worked and has not requested a return good authorization (rga) for a component/device analysis. At this time, carefusion does not anticipate an evaluation however, if an rga is issued it will be included in a follow-up report.

Event description:
The customer reported an unresolved circuit disconnect alarm while in use on this avea ventilator. No known report of any patient harm associated with this event. The hospital biomed reported passing the leak test and not being able to duplicate the reported end user event.